Event description:
Boston scientific crm received information that this right ventricular lead had dislodged three days post implant.

Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.